Manufacturer narrative:
Received one device. It was stated that there was a high flow rate error. However, the reported issue was not replicated. The device was returned to the customer with no repair provided because no alleged problem was observed in it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the flow rate error (high) occurred. There was no reported patient involvement.